Event description:
The following information was provided: revised a right medial mck due to femoral loosening. The original mck femoral component loosened and was already revised on (B)(6) 2025. He revised to a primary tka.